Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that removal difficulties was encountered. The target lesion was located at the mildly tortuous and moderately calcified shunt vein. A 2 cm peripheral cutting balloon¿ was selected for use. During the procedure, there was resistance during insertion. Deflation was then performed to ensure rewrap. A resistance was noted when the device was removed. There was significant resistance when the device was used. Consequently, the sheath became slit and blood came out from the sheath at the access site. The bleeding was treated by applying pressure. When the device was checked, a bent blade was observed. The procedure was not completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon was unfolded which indicates the device was subjected to positive pressure. The balloon was attached to an encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure. No issues were noted with the balloon material. A vacuum was then applied and the balloon deflated without issue within 10seconds. The balloon refolded without any issues noted and the balloon's refold ability did not appear compromised. The sheath used in the procedure was also returned for analysis. The returned sheath was observed to be longitudinally torn from the hub of the sheath. All blades were present and fully bonded to the surface of the balloon. The blades did not appear bent on inflation of the balloon. No issue was observed with the tip or markerbands of the device that could have contributed to the complaint incident. A visual and tactile examination found no damage along the shaft of the device. There was evidence that the device was used in a manner inconsistent with the labelled indications. The event description state that resistance was encountered during insertion of the device , the dfu warns that if resistance is encountered the sheath should not be used. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that removal difficulties was encountered. The target lesion was located at the mildly tortuous and moderately calcified shunt vein. A 2cm peripheral cutting balloon¿ was selected for use. During the procedure, there was resistance during insertion. Deflation was then performed to ensure rewrap. A resistance was noted when the device was removed. There was significant resistance when the device was used. Consequently, the sheath became slit and blood came out from the sheath at the access site. The bleeding was treated by applying pressure. When the device was checked, a bent blade was observed. The procedure was not completed. No patient complications were reported.